Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported post-implant, the right ventricular was found to be dislodged via review of chest x-ray. The lead was repositioned. The following morning, the lead again dislodged. Later, on the same day, the lead was repositioned on the apical septum rather than rv apex with more slack in the lead. The next morning, the lead checked normal and chest x-ray confirmed the lead was still in position. Patient was discharged.